Manufacturer narrative:
The issue was resolved through troubleshooting via the phone with olympus technical support. Through communication with the user, in troubleshooting the reported problem, technical support learned the lamp life meter indicated 500 hours. The user was advised that the main lamp should be replaced since it exceeded 500 hours. The likely cause of the reported problem can be attributed to maintenance. As stated in the instructions for use, as a preventive measure: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described...."

Event description:
A user facility reported that the device was operating in spare lamp mode and error code "e103" was generated. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using a different device. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was related to the age of the xenon lamp since the lamp hours exceeded 500 hour.